Event description:
During a procedure to an unknown lesion, there was difficulty experienced removing the smart control from the patient and the tip of the stent delivery system (sds) broke. It is unknown if the product was removed from the patient. The procedure went well and stent was successfully deployed. The problem wasn't encountered until the product was being removed from the patient. The physician stated that the problem was user error. The patient is fine.

Manufacturer narrative:
This product is available; however, it has not be received for analysis as stated. Additional information will be provided within 30 days of receipt.